Event description:
It was reported that a pump was replaced for normal battery depletion on (B)(6) 2010. No pt symptoms or injury were reported. Dilaudid, bupivicaine and clonidine were used in the pump. A safe state reset occurred on (B)(6) 2010. Additional info will be reported if it becomes available.

Manufacturer narrative:
(B)(4). Primary finding was battery resistance high. Safe state and low battery, and watch dog resets were seen in the pump logs caused by the battery anomaly that was found. Pump did not run for full 2 mins on battery resistance command test.